Manufacturer narrative:
The pt's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a follow up with the peritoneal dialysis (pd) rn, the pdrn stated the pd pt was hospitalized due to pneumonia on (B)(6) 2015. The pdrn stated that she did not know if the event was related to the cycler. During an add'l follow up with the clinic, a pdrn stated the pt was initially admitted with sepsis, and developed pneumonia. The pdrn did not know how or when the pt developed pneumonia.